Event description:
Custom ultrasonics received a request for service to increase immersion time of the chemical disinfectant used with the system 83 plus washer disinfector. The change was requested by the facility in effort to investigate whether or not the increase in immersion time would eliminate the gram negative results found on a olympus duodenoscope model number 180. The facility also reported that the ultrasonics were not functioning on one of the two units subject of this report.

Manufacturer narrative:
Per the facility's infection control personnel: the gastro intestinal flora bacteria was found on a olympus duodenoscope scope model 180. The scope was taken out of service and returned to olympus in 12/2013. Olympus and the user facility are currently evaluating the scope. The infection control personnel stated that there were pts infected due to the reuse of the scope. This incident is still under investigation by the facility. The infection control officer stated that this condition was recognized during the summer of 2013 where the olympus duodenoscope scope models 160 and 180 were found to produce gram negative results. The facility has been attempting to identify the cause and at this time does not believe the system 83 plus washer disinfectors contributed to the cause of this incident. As new info becomes available a follow up report will be submitted. Upon investigation of the ultrasonic not functioning, the technician noticed the generator board was not working and noticed water damage around the generator board housing. Customer ultrasonic's investigation of the ultrasonics not functioning was attributed to a failed voltage regulator on the generator board and likely water damage coming into contact with the pcb. The generator board was replaced. The ultrasonics are working as intended. According to the infection control personnel at (B)(6) hospital, the incident was reported to olympus and to the FDA.